Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws of the pk dissecting forceps instrument did not meet. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .068 offset at the tips. The bent grip had a separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the bent grip damage was likely due to mishandling. Failure analysis also found the following unreported damages: the instruments' pitch cable was found to be frayed at the distal idler. There was no damage found on the clevis. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.